Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an ICD replacement, high pacing lead impedance was observed. Patient returned to the clinic and high pacing impedance was still noted. X-ray seems normal. Lead remains implanted. The patient is feeling fine.